Manufacturer narrative:
Conclusion: according to the information received from the field in situ measurements during device activation showed several channels with hi status likely due to a damage to the active electrode, which occurred during implantation surgery. Further a complete insertion was not achieved at implantation surgery due to unexpected ossification inside the cochlea. According to the implant registration card five channels remained extra-cochlear. Currently the device remains implanted but not in use. This is a final report.

Event description:
The active electrode array could only be partially inserted as unexpected ossification was observed. As per irc, 5 channels remained extra-cochlear. For the moment the user is using the device on the contra-lateral side. Nothing is planned for this side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The active electrode array could only be partially inserted. Unexpected ossification was observed. Only 5-6 channels have been inserted. The user was activated. During activation in situ measurements showed 4 channels with high impedance.